Manufacturer narrative:
The pod was received with the soft cannula fully deployed. No damages were observed to the exposed portion of the soft cannula. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used in an attempt to pair the pod with the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the external power supply in an attempt to pair the pcb assembly with the master pdm. This attempt was also unsuccessful. The download data could not be retrieved as the pod could not pair with the master pdm. Corrosion was observed on the pcb assembly and the top battery. Fluid path testing showed no issues with fluid flowing through the cannula subassembly. Leak testing showed that fluid was pooling on the top of the reservoir plunger, indicating that fluid was leaking past the o-ring seal. This inadequate o-ring seal resulted in an internal leak that contributed to the observed corrosion that prevented the pod from being downloaded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 330 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the parent gave a correction bolus and gave water. The ketones were small.